Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer delivered a correction bolus via the pump to address the bg. Customer loaded a new cartridge to address the issue.